Event description:
It was reported that this right ventricular (rv) lead was explanted due to impedance issues and failure to capture measurements; the lead experienced a dislodgement and presented high pacing threholds. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to impedance issues and failure to capture measurements; the lead experienced a dislodgement and presented high pacing threholds. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the impedance issues and failure to capture measurements. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.